Manufacturer narrative:
Components returned to atrium medical included a 7mm x 38mm x 80cm and a 7mm x 59mm x 80cm balloon catheters. A review of the components yielded two balloon catheters which had been deployed. Stent strut impressions from the crimping process were apparent on the balloon and catheter shaft in the dilatation area. This is typical for a properly crimped device. The three lumen shafts on both devices had been snapped, one at the proximal balloon weld and the other about an inch further proximal. Severe deformation including curling and tears of the ends of the introducer was apparent on both samples. This can be caused when an attempt is made to pull back on the balloon catheter prior to the balloon fully deflating. Doing so will cause all of the fluid to move to the distal cone where it becomes trapped. Continuing to pull on the device will result in the catheter shaft necking down and eventually snapping. Lot qualification data from quality control for the provided lot number indicated that all samples met the required specs. With no add'l procedural details or films, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore, determine root cause. Based on the procedural info provided, as well as no issues observed with either the data retained in quality control or the notes recorded, atrium can find no fault with the manufacturing process or the devices in question.

Event description:
Two separate cases. After the stent was successfully deployed, the balloon catheter would not come out of the sheath. One of the catheters broke on removal. Stent placed in the common iliac, ipsilaterally. Stent was placed successfully without incident. The stent balloons were deflated, but would not pass back through the 7fr sheath to be removed from the body. The sheath and the balloon catheter had to be removed as a system to get it out. One of the balloon catheters broke during removal. No harm was done to the pt.